Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturing location: monument. Manufacturing date: april 11, 2016. Expiration date: march 1, 2026. Part number: 04.037.062s, 10mm/130 deg ti cann tfna 420mm / right ¿ sterile. Lot number: h072728 (sterile). Lot quantity: 3. Three pieces were scrapped in cell at op #30, gundrill, after a tooling issue caused a runout dimensional failure. Work order traveler met all inspection acceptance criteria apart from the three pieces noted. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria apart from the three pieces noted. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna, bp55. Lot number: 9859409. Lot quantity: 94. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55. Lot number: 9937527. Lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by (B)(4) dated january 22, 2016 was reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58. Lot number: h059868. Lot quantity: 79. One piece was scrapped in cell at op # 60, anodize, after being dropped. Work order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80. Lot number: 9902536. Lot quantity: 2,480 lbs. Certificate of analysis supplied by (B)(4), inc. Dated august 14, 2015 was reviewed and determined to be conforming. Lot summary report dated september 18, 2015 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the tfna fem nail ø10 r 130° l420 timo15 (p/n: 04.037.062s & lot #: h072728) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the device was broken through the walls of the helical blade opening of the nail. A drill mark was noted to the device. There were scratches on the device which have no impact on the device functionality. No other issues were identified with the returned device. Functional test: functional test cannot be performed as the complaint condition of broken was confirmed. Device failure/defect identified? Yes. Dimensional inspection: -the outer diameter of the device was measured to be 15.65 mm. This is within the specification of 15.66 +/-0.1 mm as per the drawing. Device used: ca592. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. -ti canulated trochanteric fixation nail. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition of broken was confirmed for the tfna fem nail ø10 r 130° l420 timo15 (p/n: 04.037.062s & lot #: h072728). The complaint condition of misalignment cannot be confirmed as the complaint was generated postoperative and the device did not ¿miss-align¿ during the surgery. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices reported: screws (part number unknown, lot unknown, quantity unknown), tfna helical blade perf l105 tan (part number 04.038.405s, lot h831247, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progess, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient reported as born in (B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a revision surgery occurred on (B)(6) 2020 due nail and blade failure and patient reports of pain. X-rays were taken on unknown dates which confirmed nail breakage. Patient had initial surgery approximately three months prior on (B)(6) 2020 using a trochanteric fixation antirotation (tfna) nail and blade. Patient was revised to a total hip replacement. This is report 2 of 2 for (B)(4).